Manufacturer narrative:
Corrected data: in further follow up with the patient, she reported that her dry eyes is a current condition and not preexisting as initially reported. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown, an exact date was not provided; but the best estimate is (B)(6) 2019. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. To date the lens remains implanted and is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported a bilateral intraocular lens (iol) implant. Post-implantation, the patient almost had two accidents because she reportedly can¿t see, she feels like she¿s wearing a dirty lens - she has been told the inside of her eyes look like a snow globe. Additional information was received and it was learnt that since receiving the implants her vision has been awful, she feels like she is looking through dirty contact lenses. She no longer feels safe to drive due to her vision, she is not balanced, she can¿t work, her vision is blurry, and she really must focus when trying to see. She also has iritis in both eyes and has underwent a yag (yttrium aluminum garnet) procedure in both eyes. Her left eye is worse than her right. Reportedly, the surgeon noticed particles floating in her eyes. Her distance vision is 20/20, however she told her doctor she can¿t see. She hasn¿t worn make-up since (B)(6) as to not aggravate the irritation to the eyes, she said it could be dry eyes. Steroid drops (durezol) have been increased. The surgeon told the patient that an option was to take out the lenses out and exchange them for some other lenses; however the patient had some reservations about that. Further follow up revealed that the patient has still headaches and inflammation. She had dry eyes prior to the implantation, but has never had these types of issues before. The patient commented that she could see better with her cataracts than she does now. She really feels there is a problem with the lenses themselves. No further information was provided. This report pertains to the lens implanted in the right eye (od). A separate report will be filed for the lens in the left eye (os).

Manufacturer narrative:
Additional information was received from the patient. She stated she has seen her doctor about 5 times since her last communication. She continues to experience severe issues, red eyes, inflammation, things floating around, blurry vision, halos, stuff coming out of her eyes. The following additional patient codes have been added accordingly: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.